Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels that range from 250-300 mg/dl.since (B)(6) 2016. The customer took boluses via the pump to stabilize bg level. The customer reported the cause of the elevated bg's were due to puberty/hormones and not related to pump therapy or supplies. In addition, during the call with tandem technical support the customer reported that the pump shutoff on (B)(6) 2016. The customer bg level was impacted above 400 mg/dl. The customer took a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, review of the pump data revealed multiple low power alerts/alarms, the pump shut off due to insufficient battery power.